Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent migration. Reported event of stent damaged. Reported event of stent difficult to remove. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on october 28, 2016 that a 10x 60 mm wallflex¿ biliary rx covered stent was implanted in the distal mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a 3 cm stricture. Reportedly, the patient¿s anatomy was not tortuous. There were no issues reported during initial stent placement. According to the complainant, months later on an unknown date, the patient presented with elevated liver function tests. The physician performed an ercp and noted that the stent had migrated proximally into the common bile duct and was irretrievable. The physician implanted a 10x80mm wallflex biliary stent to dilate the stricture. Some weeks following the implant of the second stent, on (B)(6) 2016, the physician was able to remove the 10x80mm wallflex biliary stent. The physician attempted to remove the 10x60mm wallflex biliary stent using an extraction balloon; however, the stent became lodged in the strictured area of the duct. The physician used rat tooth forceps to remove the stent; however, during removal, the stent unraveled and became sharp. The bile duct bled significantly following the removal of the stent but the bleeding resolved on its own. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.